Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the doctor found the set screws slipped in the bone screw during insertion. No patient complications were reported.

Manufacturer narrative:
Macroscopic and optical examination noted isolated thread crest witness marks, consistent with thread jumping. Functional evaluation with a sample m10 mas head found boss able to be fully engaged into the rmas head without issue. After visual, optical and functional evaluation, the implant appears to be capable of performing its intended function.